Event description:
During an in-clinic follow-up, episodes of undersensing were observed on the device. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.